Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity has been decreasing by six months within every three month time frame for approximately the last year and a half. There was a concern the battery was depleting earlier than expected. Data analysis found the device was sporatically sensing high atrial rates. Reprogramming options were discussed to mitigate the high atrial rate sensing. No adverse patient effects were reported. Additional information was received indicating a request was made to have data from this device analyzed as the remaining longevity was showing less than three months remaining. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or an additional evaluation in three months was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker longevity has been decreasing by six months within every three month time frame for approximately the last year and a half. There was a concern the battery was depleting earlier than expected. Data analysis found the device was sporatically sensing high atrial rates. Reprogramming options were discussed to mitigate the high atrial rate sensing. No adverse patient effects were reported.